Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0417780v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0417671v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-56, lot# va0gy2x, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included surgical observation which showed a migration of the lead. The patient reported a lack of paresthesia coverage to the right leg.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the event was unknown.

Event description:
It was reported that there was a lack of right leg paresthesia coverage due to lead migration/dislodgment. The right neuroelectrode was noted to be in a position left of its initial position. It was subsequently revised from the initial position of t8-9 to a new position at t9-10. The event resolved without sequelae. Per manufacturer¿s device registry, the implantable neurostimulator (ins) and one extension were also replaced that same day.

Manufacturer narrative:
Final analysis of the extension nkc006848n revealed the extension body outer insulation breached depression.